Event description:
The patient was undergoing a thrombectomy procedure in the left inferior vena cava (ivc) using an indigo system aspiration catheter 12 (cat12), an indigo system lightning aspiration tubing (lightning), a sheath, an angiographic catheter, and a guidewire. During the procedure, the physician successfully cleared the left ivc using the cat12 and the lightning. While advancing the angiographic catheter to the right side, the physician experienced difficulty. The cat12 also experienced difficulty advancing to the right side and it fractured on the distal length. A snare device was then used to retrieve the fractured segment of the cat12. At this point, the physician decided to stop the procedure. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.